Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: no batch#/sample available. No further investigation required.

Event description:
It was reported that bd precisionglide¿ needle was difficult to use and leaked. This was discovered during use. The following information was provided by the initial reporter: material no. 305110 batch no. Unknown. It was reported that the pocket of air between the syringe and needle twist portion is really difficult for her to remove and there have been instances where insulin shoots out while she is attempting to release the air. 2 of 2: needle. Description of issue: customer reported several issues with the needle/syringe. Customer reported that the pocket of air between the syringe and needle twist portion is really difficult for her to remove and there have been instances where insulin shoots out while she is attempting to release the air. Customer also reported that when she is putting air into the vial it's difficult for her to push air into the vial. Number of occurrences: at least 3 or 4 times. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes, customer informed not to call until the afternoon. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: explained that bd might follow up with customer regarding returning syringe/needle. No further follow up is required. Customer understood, was satisfied and required no further assistance at the time of call.